Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the touchscreen display was unresponsive. The customer tried multiple taps on other areas of the display but the screen was still not responding. No impact to customers' blood glucose level.